Manufacturer narrative:
(B)(4). Case description continued: it is unknown what caused the tear. After several attempts, the clip was retracted from the lv to the la. The clip was then repositioned, and after a few attempts, it was deployed in its original lateral position. The leaflet tear was still present which resulting in an overall reduction in mr grade from 3+ to 3. The patient was confirmed to be clinically stable post-procedure; however, the acute outcome of the procedure was not evaluated as successful according to the physicians. The patient was hospitalized, and discussed at the heart team discussion. It was decided to discharge the patient and bring him back on outpatient clinic in approximately six weeks. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 mitraclip implanted the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is submitted for difficulty noted during removal of mitraclip clip delivery system (cds 10267235/(B)(4)) with increased mitral regurgitation (mr) and tissue damage. Prolonged hospitalization was required. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 with a broad central jet over total coaptation line (a2p2), resulting in two significant jets in both the medial and lateral positions. The patient had severe left ventricle (lv) dysfunction, ejection fraction of approximately 20%, and was declined for surgery. When the first clip was positioned, the central grasp did not result in a reduction of the mr; therefore, it was decided to place the clip more medial. The clip was deployed at the a3a2/p3p2 location with a reduced mr grade of 2. It was decided to place a second clip in the lateral position. The second clip (10267235/(B)(4)) was positioned perpendicular to the line of coaptation (loc), and advanced into the lv under echocardiogram guidance. It was noted the posterior medial leaflet (pml) was restricted which made grasping difficult. After several unsuccessful grasping attempts, the clip was opened to inverted arm position in order to retract from the lv to the left atrium (la) so it could be repositioned for better grasping. While retracting, the clip became stuck on the anterior medial leaflet (aml) chord at the lateral commissure. A small tear was noted on the lateral aml which caused the mr to increase to 3+.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the failure to adhere or bond to the leaflets resulting in chordae interaction can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets resulting in chordae interaction may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner / thicker, restricted or prolapsed. Based on the information reviewed, the reported difficulty in grasping the leaflets appears to be related to procedural conditions (restricted posterior leaflet), and not an indication of a product quality deficiency. The reported clip becoming caught in chordae appears to be related to procedural conditions when the clip was inverted in the left ventricle and was retracted into the left atrium; there is no indication of a product quality deficiency associated with the device. It was further reported that a small tear was noted on the lateral anterior medial leaflet, which resulted in the mitral regurgitation (mr) grade increasing to 3+. As reported by the physician, the cause of the tear was unknown. The patient effects of worsening mr and mitral valve injury (torn anterior leaflet) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.